Event description:
It was reported that the patient was experiencing pain at the ipg site. It was also noted that the patient had a non device related fall and upon examination there was a lot of tenderness putting pressure on the ipg. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively. The ipg will not be returned as per hospital policy.